Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from a single patient sample when tested on a vitros 5600 integrated system. The ipth results were obtained from a patient sample collected post total thyroidectomy surgery and considered discordant when compared to a non-vitros roche ipth result from the same patient sample. A definitive assignable cause of the higher than expected vitros ipth results could not be determined. Based on historical quality control results, a vitros ipth lot 2050 performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lot 2050. An acceptable diagnostic within run vitros tsh precision test indicates the vitros instrument was performing as expected; however, as no precision testing was performed on the day of the event, an instrument issue cannot be entirely ruled out. It cannot be determined if the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ortho medical safety advisor (msa) reported the following: "the patient's likelihood of developing hypoparathyroidism due to thyroidectomy is very low". In this case, the patient's ipth (measured by both vitros and roche assays) and calcium results are consistent with the clinician's assessment that the parathyroid glands were not damaged during surgery, supporting the decision to discharge the patient. The increase in ipth 30 minutes post-surgery likely reflects a combination of the slight calcium drop, surgical manipulation, and the parathyroid glands' compensatory response. This is a transient reaction that should resolve as the body stabilizes post-surgery. Regular monitoring will help confirm this normalization. Studies indicate that a recovery room ipth level below 12 pg/ml is highly predictive of hypocalcemia, with a sensitivity of 100% and specificity of 92%. Since this patient's ipth levels are well above this threshold, it strongly suggests a low risk of hypoparathyroidism and supports the decision to discharge. While both methods showed a similar elevation in ipth post-surgery, the roche result was below the upper limit of its reference interval, whereas the vitros result exceeded its reference interval. This discrepancy is likely due to method-to-method differences in assay design and the fragmentation of ipth analyte.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from a single patient sample collected post total thyroidectomy surgery when tested on a vitros 5600 integrated system. The results were considered discordant when compared to a non-vitros roche ipth result from the same patient sample. Sample 2 vitros ipth results of 107.64 and 103.36 pg/ml versus the expected result of 25.7 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).